Event description:
This medical device report is being submitted due to a recent FDA inspection held at agfa's (B)(4) location. It was determined that 17 additional occurrences identified with the same event issue as described in MDR report, FDA # 9616389-2013-00003, but at different sites, required reporting to document the additional occurrences. This report is for a 15th event in which an agfa field service engineer informed agfa on (B)(4) 2013, that the customer stated their dx-d100 unit exhibited unintended movement, resulting in a damaged detector and cracked front and rear covers of the dx-d100 unit. Agfa repaired the damaged unit at agfa's cost and performed the mandatory service available per the reportable correction reported to the FDA on may 15, 2013: FDA reference # (B)(4). The dx-d100 unit for this site is now working as expected. No harm has been reported for this event. FDA reference # (B)(4): for the corrections, agfa implemented mandatory service bulletins in which all affected units were to be replaced with new firmware and new digital motion control boards. All other documentation for the dx-d100 reportable correction will be reported via FDA (B)(4).